Manufacturer narrative:
The valve was received in the co fer analysis laboratory in a product return kit, submerged in a liquid solution. The sewing cuff was brownish-white in color, contained several blue sutures, and was observed to be cut in several locations. The sewing cuff contained a whitish tissue, which extended over the pivot guard, near the index point. Both leaflets opened and closed normally. A granular substance appearing to be blood and body fluid covered the carbon surfaces of the valve. The valve was chemically sterilized and forwarded to dr, and independent pathologist at the heart and lung center, for gross morphological examination. Dr. Stated that at the time of his examination, the valve appeared grossly normal. Both leaflets moved and coapted easily and completely within the orifice. Present on the sewing cuff were scattered remnants of sutures. At one side, a small portion of normal fibrous tissue healing reactions was present on the sewing cuff. This tissue was identified as normal, mature, fibrous tissue with focal areas of prominent calcification. At one side, cellular fibrous tissue with a somewhat myxomatous background was present, indicating a relatively more recent healing reaction; however, not of an acute nature. A small portion of entrapped elastic tissue was observed, which was from the contiguous aortic root. No necrosis or acute inflammatory infiltrate was observed, nor were any organisms identified with gram stain. Dr. Concluded that the presence of the "younger" fibrous tissue suggested that part of the tissue was close to healing reactions of an abnormality at the site, such as might occur in association with paravalvular leak. The valve was chemically sterilized, cleaned, and the sewing cuff was removed. The valve was then visually examined at 10x magnification for any anomalies on the surfaces of the leaflets and orifice. The leaflets and orifice were found to be unremarkable. The valve was then disassembled for performance testing. The results of the public duplicator testing indicated the valve had no abnormal operation. Flow and pressure traces indicated the valve operated satisfactorily, without leaflet or hydrodynamic malfunctions. Functional leakage orifice dimensions were inspected and verified to be co's specifications. The leaflet and orifice dimensions were inspected and verified to be co's specifications. Sterilization verification was completed by co microbiology department. A review of the sterilization date of this valve was completed. This valve was sterilized in accordance with co's specifications. The valve's device history record was examined to ensure that each mfg and inspection opeation was followed by the appropriate signature and date, indicating that the process was performed in accordnace with co's specifications. The valve's device history record was examined to ensure that each mfg and inspection operation was followed by the appropriate signature and date, indicating that the process was performed

Event description:
This valve was explanted due to paravalvular leak. The surgeon stated there was nothing wrong with the valve.